Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated both ins batteries went dead and they both wouldn't charge anymore. Pt said it had been a few months since they first noticed that, but could not remember exactly. Pt said they find the ins, but doesn't connect to charge. Tried to ask when the last time pt charged was before they noticed the ins would not charge, but pt could not remember. Pt said the ins may need to be replaced and their doctor wants a rep at pt's appointment on may 27th. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue. Additional information received. Patient reported replacement of battery will be done by july 16.